Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts were implanted in patients for endovascular treatment thoracic aortic repair. The following events were reported: serious injury: neurological complications bleeding (requiring surgery) pulmonary complications (requiring surgery) need for dialysis gastrointestinal complications sepsis from graft reinfection esophageal rupture pneumonia pulmonary hemorrhage gastrointestinal bleeding re-intervention disease progression open repair disease progression/stent infection rupture death-patient deaths were also reported, however there is no causal link that a medtronic device may have caused or contributed to the deaths.